Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. Metal ion levels were co 24 cr 3.3, patient was not very symptomatic. Patient had a little bit of groin pain. Dr said there was some weird looking tissue maybe a little bit of a pseudotumor. There was corrosion at the head neck taper junction. Cup was removed and a zimmer cup was implanted with a poly liner. Stem was well fixed and left in, a 36+5 ts ceramic head was put in the stem. This is all the information I have. Doi: unknown. Dor: (B)(6) 2019. Left hip.